Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. This problem was identified during programming/set-up; it occurred in the outpatient surgery center. During service at baxter, it was discovered that the event occurred during delivery. An interruption during delivery occurred. There was no report of patient injury or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.

Event description:
The customer reported when the ventilator was powered up into normal ventilation, it alarmed and displayed a patient circuit occlusion. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician confirmed the reported complaint. The service technician reported the blower was not attempting to start and there was no flow coming from the gas outlet. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The device does meet specification for the reported condition. The assignable cause was faulty phm (pumphead module). The stay-in unit will not be repaired at this time.a follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).